Event description:
The hospital reported that after an endoscopic radial artery harvesting procedure was completed, the hospital noticed that the hemopro was not shutting off. The power supply started beeping and the device was smoking even though the toggle switch was confirmed to be in the off position. The maquet territory manager reported that the hospital then unplugged and plugged back in the device and then the device started working accordingly. No pt effects were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplement report will be submitted when the device has been returned and the investigation completed. (B)(4).